Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image had uneven illumination, damage of the r-unit and the cable unit, component failure of the r-unit and the cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: fuzzy image and uneven illumination was caused by a damage/component failure of the r-unit and the cable unit. The most probable cause of the complaint was cause traced to maintenance. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had fuzzy image during set up / inspection for use. There were no reports of patient involvement.